Manufacturer narrative:
No further information concerning this report is available at this moment. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was explanted due to infection. No additional adverse patient effects were reported.